Event description:
Pelton & crane rec'd a call from the dr's office in regards to his chairman chair breaking while lifting a very large pt. The dr told the co he was lifting a 400 plus pound pt in the chair when the lift linkage broke causing the pt to fall out of the chair. There were no injuries reported.